Event description:
It was reported by the affiliate that during a sigmoid resection procedure, it is reported that the knife did not cut and the distal donut stayed in the anatomosis. It is unk if and how the donut was removed. Another device was used to complete the case. There were no adverse consequences to the pt. Normal bowel function was restored and the pt was stable and discharged after the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.